Event description:
It was reported that the electrosurgical generator esg-400 exhibited e006 insufficient conductivity. The malfunctioned was identified during a procedure for saline-assisted hysteroscopic electrosurgical resection. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.